Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign objective stuck in the scope elevator channel, insertion tube buckle, and distal end cover dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii duodenovideoscope had foreign object clogged in the elevator channel and excessive buckle on insertion tube was noticed. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Olympus will continue to monitor field performance for this device.